Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 2000007703.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also stated that half of the contacts were not functioning. Multiple reprogramming were made however they were unsuccessful. The patient underwent a lead replacement procedure and was doing well postoperatively.